Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02127. It was reported the patient is currently hospitalized in the ICU to an infected ulcer. The patient had the ulcer prior to undergoing an scs trial on (B)(6) 2013. The patient had been advised by his physician not to have any procedures until the ulcer cleared. The patient's scs trial was successful, and the physician does not believe the trial was the cause of the patient's infection.